Manufacturer narrative:
Trackwise # (B)(4) corrected section: h6 added peeled to device codes. The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2020. Signs of clinical use was observed. There was no evidence of blood observed. The heater wire was observed to be bent and twisted away from the hot jaw, remaining attached at the base, but detached at the tip. The silicone insulation on the hot jaw was observed to be peeled at the tip to the center of the hot jaw. Based on the returned condition of the device, the reported failures "material twisted/bent; wire" and "peeled" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the metal within the jaws of the bisector had separated from the rubber coating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the metal within the jaws of the bisector had separated from the rubber coating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.